Event description:
It was reported that high, out of range (>2000 ohms) pacing impedance was noted from this right ventricular (rv) lead. The physician alleged the rv lead had dislodged and elected to surgically cap and abandon the lead. A new rv lead was implanted to resolve the event, the patient was stable with no additional adverse consequences.